Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The stent damage was confirmed. The stent implant was able to be moved on the balloon. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to insertion, the middle of the stent was noted to be stretched and flared as well as some flaring of the stent struts. The device was set aside and not used. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided. Device was returned and evaluated. Per quality assurance testing, the stent was found to be loose on the balloon. The account was not aware that the stent was loose on the balloon prior to return. There was no additional information provided.